Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory found no anomalies. Concomitant products: 5554 lead, implanted: (B)(6) 2004; 4196 lead, implanted: (B)(6) 2011.

Event description:
It was reported that during a routine device replacement procedure, the right ventricular (rv) lead was damaged. It was noted the superior vena cava (svc) coil port was plugged and then the rv coil also showed a rise in impedance during a post-operative check. The physician decided to replace the lead and during the rv lead replacement procedure, the physician suspected the header of the cardiac resynchronization therapy defibrillator (crt-d) was damaged when trying to remove the lead. The crt-d was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.